Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications? Were any concomitant procedures performed? Please give further details on pubic deformity? Onset date/time of the pain and pubic deformity from surgery? Character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management and pubic deformity? Results? If reoperation was performed please provide date and surgical findings. Was the device removed? If so, please date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was implanted. It was reported that the patient had pain at home in the coccyx, the sciatic nerve on the right, the right foot, and the pubis on the right side. It was also reported that there was a pubic deformity on the right. Additional information was requested.